Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the powerseal had a seal and cut error during a procedure. Additionally, the blade could not move forward. The issue was found during a therapeutic low anterior resection procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: d9, g3, h2, h3, h6, h11. D9 - date returned to mfg - date of return in unknown. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Device returned and not reproduced: a review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the powerseal had a seal and cut error during a procedure. Additionally, the blade could not move forward. The issue was found during a therapeutic low anterior resection procedure. The procedure was completed using a similar device. There were no reports of patient harm.